Event description:
All of a sudden severe pain in right breast where marker was put it was like trying to poke out of me. I waited to call breast surgeon after holiday to state and he's out of town. Pressure itchy bruised swollen hot inflamed took tylenol over the counter, could not touch, rub, or go near site. A few days later, clear liquid dripped out. I used alcohol and cleaned area by no bandage. Then a few days later, clear turned to light lemon color no smell no pus. Cleaned kept open. Recall hologic biozorb breast marker.